Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there was a confirmed 1st overdischarge. The patient was not able to make adjustments both with or without the antenna attached. A communication problem was reported. There was unsuccessful communication on the insr today. A physician mode recharge (pmr) was planned to be done in 2 days and diagnostic testing or troubleshooting would be performed in the future. The product issue was not resolved at that time and the cause of the issue was determined to be because the patient did not charge for approximately 1 month. The patient had not been using stimulation for a month or so because he had hurt his lower back; however he had been trying to keep it charged up and the last recharge was 1.5 weeks ago. There was no stimulation sensation and he had only received the poor communication screen. It was later reported that the pmr was not attempted on (B)(6) . A manufacturing representative (rep) was going to reach out to the patient to try to coordinate time for the pmr. Additional information received reported that the device was destabilized by a fall around (B)(6). The device was reprogrammed with reasonable voltage. The patient was satisfied and has not been seen or needed to be seen by their health care provider since (B)(6) 2013. If additional information is received a follow-up report will be sent.